Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma," is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Explant physician reported "the patient reports pain and swelling during the past few days. She felt that the breast is hard and swollen. Us from (B)(6) 2021 showed that the implant is intact, no rupture. There is little fluid above the implant." And "capsule contracture stage ii-iii, there is no medical need for surgery." The device remains implanted. Right side.

Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma," is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Explant physician reported "the patient reports pain and swelling during the past few days. She felt that the breast is hard and swollen. Us from (B)(6) 2021 showed that the implant is intact, no rupture. There is little fluid above the implant." And "capsule contracture stage ii-iii, there is no medical need for surgery." The device remains implanted. Right side.